Event description:
Patient reported rupture diagnosed by ultrasound, MRI and at explant surgery. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe since it is a medical event and is not related to the device. Granuloma: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Patient reported left side rupture. Healthcare professional addiotnally reported chronic inflammatory infiltrates¿, and ¿foamy macrophages, foreign body type granulomas were present¿. The device has been explanted.

Manufacturer narrative:
The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "fibrous and muscular tissue with focal chronic inflammatory infiltrates," "fibrous hyalinized tissue was found in the examined biopsy material," "fibrous and muscular tissue in which areas of foamy macrophages, foreign body type granulomas were present, and "fibrous, fatty and muscular tissue and small fragment of mammary tissue."